Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a meal while using the ilet, with blood glucose reaching 339 mg/dl and remaining above 180 mg/dl for about two hours; the user performed an infusion set change (inset) and subsequently reported a reading of 318 mg/dl trending stable, later followed by a blood glucose of 70 mg/dl. Symptoms included hyperglycemia without reported ketosis, dizziness, loss of consciousness, or other acute effects, and a subsequent episode of hypoglycemia was reported. Outcomes included no alerts for prolonged hyperglycemia, no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included troubleshooting and education with follow-up outreach. Investigation of this case revealed no confirmed device malfunction or infusion set failure, and the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.